Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for insulin pump cosmetic damage. Blood glucose was unknown. Customer reported that the rings on the top of the reservoir crumbling. Customer reported that reservoir is able to lock in place when inserted into insulin pump but is crumbling more by the day. The insulin pump will not be returned for analysis.